Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiogenic shock and patient outcome could not be conclusively determined through this evaluation. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to cardiogenic shock.